Event description:
It was reported that the pt did not want to wear the processor after around 5 minutes of use. All the external components were exchanged, then around 8 days later, the pt twitched when the processor was put on. The pt said that it hurt them when they wore the processor. Pt then refused to wear the processor again. In 2002, telemetry measurements were carried out, only the first measurement was possible, as later on no values were available. Arounf 15 minutes later the pt refused to allow anymore telemetry measurements as it was painful. The pt cannot hear anymore.